Manufacturer narrative:
The device was returned and an evaluation was performed. The reported failure was found during device evaluation. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that during evaluation of an astral 150 device, a capacitor leak was found in the main circuit board. There was no patient harm or serious injury reported as a result of this incident.